Event description:
Please refer to importer report #: (B)(4).

Manufacturer narrative:
The device was evaluated by resmed technical service. The evaluation confirmed that the device failed it internal self-test. Inspection found the non-return valve (nrv) was faulty. The pneumatic block was replaced to address this issue. (B)(4).